Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received loosing time about 6-7 min each month on the clock as well as unexplained no delivery alarms. Customer¿s blood glucose level was unknown. Troubleshooting was declined. The device will not be returned for analysis.